Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 29.6 mmol/l and ketones. It was stated that the customer felt ill and had little energy prior to being admitted. It was stated that the customer was ice skating prior to the event, and the device may have been exposed to moisture. It was also stated that the insulin pump had given a button error alarm. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.